Event description:
Additional information was received from the patient. It was reported that the patient called back and reported they had received replacement controller; however, the issues had been ongoing since the replacement and were getting worse. The patient reported their controller would be charged to 100% and they would go to charge their ins and after 5 minutes of charging the screen would go white and then say empty plug in to recharge. The patient reported as soon as they would plug it in it would say 100% and they could then finish charging. The patient reported this initially would happen once a week and then twice a week and now was happening every day. The patient reported they have to remove and reinsert the battery pack each time to continue charging. A replacement controller was sent out. No patient symptoms were reported. Additional information was received from the patient. It was reported that the patient called back and repeated previously documented information. The patient mentioned they were still experiencing the same issue having difficulty charging their implant with the replacement controller. The patient confirmed no damage to the recharger and mentioned the recharger was not that old. During time of call patient stated the only thing they had was the recharger. The issue was not resolved. A replacement recharger was sent out. No patient symptoms were reported. Additional information was received from the patient. Patient mentioned they were still having an issue with their battery where the controller will display battery low recharge the controller, even when the controller is at 100%. Patient stated they would plug the controller back into the ac power supply, but when they would plug the controller in, the battery would display 100% again and patient had to keep resetting the controller. Patient repeated they have had all equipment replaced besides the battery pack. A replacement battery pack was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller would stop coming on when charging the implant and the issue began about a week or a week and a half ago. During the call there were no damages on the recharger. 2 pins were missing on the top part of the controller charging port. Agent sent email to repair to replace the controller.

Event description:
Information was received from a patient identifying their weight at the time of event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the 97745 intellis controller (s/n (B)(6)) revealed damaged lcd and was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device analysis was obtained.